Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, after needle deployment when attempting to disengage the needles and pull the plunger back, resistance was felt. The foot was returned to its original position and an unsuccessful attempt was made to remove the device from the patient's anatomy. A second attempt to recycle the foot and remove the device was made unsuccessfully. The device was stuck in the groin, a dissection was done exposing the suture and link. The suture and link was cut, the device was pulled back with slight pressure and removed from the patient's anatomy. The device was rewired and an 8fr sheath was used to achieve hemostasis. The patient was on bedrest for 2 hours, the 8fr sheath was remove and the patient was kept on bedrest an additional 6 hours for observation. There were no reported adverse patient sequela. A fellow trained in the use of the proglide device performed the procedure with a trained physician in the procedure. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the perclose proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Difficulty in removing the device as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. As part of the manufacturing process all devices undergo multiple deployment related inspections including, verification that the actuator wire is properly bonded to the foot, handle lever properly opens and closes to deploy and park the foot, and at final inspection the foot is inspected for damage, deployment and parking is verified again. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. The proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Reportedly, a femoral angiogram was taken and mild calcification noted. The IFU stated: patients with femoral artery calcium which is fluoroscopically visible at access site is listed as one of the special patient populations for which safety and effectiveness of the perclose proglide smc devices have not been established. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and revealed no similar incidents. Based on the reported information and the inspection criteria, a definitive cause for the reported device being difficult to remove could not be determined. Based on the investigation, there does not appear to be any indication of a product quality deficiency.